Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 141 mg/dl. The customer reported that this the third time that has damaged. Customer sated the crack runs thru the pump screen across 2 places going towards the back where the sticker is and another crack that starts where the glass starts on the pump going towards the top. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.